Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string is unwound [device breakage]. Case narrative: consumer reported via social media that the tampon string is unwound. No injury reported.